Manufacturer narrative:
The customer reported that the cns (central monitoring system) ups failed. When the cns was plugged directly into the wall, the cns display monitor would still not power up. When asked if the customer needed a spare monitor to replace the failed monitor, he advised that he did not need one and will make due, but would call nihon kohden technical support if he changes his mind. . The product involved in this event has not been returned to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) ups failed. When the cns was plugged directly into the wall, the cns display monitor would still not power up.